Event description:
It was reported that at the user facility, the device ran without user activation after the trigger was released. No further information was provided by the user facility.

Event description:
It was reported that at the user facility, the device ran without user activation after the trigger was released. No further information was provided by the user facility.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of the device having a sticky trigger with run-on was confirmed. The device trigger assembly was corroded, causing it to stick in the activated position as a result of friction binding. The device was repaired and returned to the customer.